Event description:
Sorin group (B)(4) received a report that the pump stopped due to a bubble sensor alarm. The operator was not able to see any bubbles, so he de-activated the alarm and completed the case without further issues. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 bubble sensor. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump stopped due to a bubble sensor alarm. The operator was not able to see any bubbles so he de-activated the alarm and completed the case without further issues. There was no report of patient injury. Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Details of this incident will be filed in a follow-up report.